Manufacturer narrative:
A: patient information corrected. D4: serial number corrected. Expiration date corrected. Primary unique device identification (UDI) number corrected. H4 device manufacture date corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for a driveline infection. The cause of the infection was reported to be dependent on the patient's condition. The patient was treated with surgical and drug therapy. The patient was discharged on 27may2024.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that cultures were positive for pseudomonas aeruginosa. On (B)(6) 2025, pseudomonas aeruginosa was detected; however, inflammatory markers in blood tests showed improvement. The patient was to continue on oral antibiotic therapy which was planned until transplantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a patient information was corrected. Section d4 device serial number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.